Manufacturer narrative:
Device will not be returned for evaluation.

Event description:
It was reported that the guidewire was frayed and was coming unstrung, and some metal parts were free and exposed. No patient complications were reported and device will not be returned for evaluation.